Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for occipital neuralgia. It was reported that the implantable neurostimulator (ins) was too deep and the patient was having trouble charging. A pocket revision was going to occur tomorrow to address the issue. It also noted that the ins had discharged a couple of times, but it was not clear if the patient had had actual overdischarges or not. The patient was currently not in overdischarge. The patient was still able to charge the ins currently but it was difficult. It was unknown when the patient started experiencing these issues.